Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptures.

Event description:
Patient reported, left side rupture. Diagnosed via ultrasound and MRI. The device has been explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data:a2, a4, b3, b5, h6. A review of the device history record has been completed. No deviations or non-conformances noted.